Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization or hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported their blood glucose levels were 28 mmol/l [505 mg/dl], and they had inflammation and red skin. Patient was hospitalized for one day for observation. No treatment was given. Patient wore pod between 36 and 48 hours.

Manufacturer narrative:
The returned product was evaluated. Investigation results found no defects or deficiencies that would result in the reported symptoms.